Event description:
Related manufacturer reference numbers: 2017865-2023-36077. Related manufacturer reference numbers: 2017865-2023-36079. It was reported that the patient presented in clinic due to unrelated issue. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) and the right atrial lead exhibited increased capture threshold. It was also found that the ICD and the right ventricular lead exhibited decreased defibrillation impedance and loss of capture. It was hypothesized that the reported events were due to patient electrolyte imbalance. No intervention was performed. Patient condition was stable.